Manufacturer narrative:
E1: (B)(6). Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced two events where infusion set did not penetrate to the skin. The blood glucose level of the patient was 55 mmol/l and the patient was sick, had diabetic ketoacidosis. Therefore, the patient went to hospital on (B)(6) 2025 for two days. The blood glucose level of the patient was 32 mmol/l on (B)(6) 2025. During hospitalization, the patient was treated with intravenous insulin. No further information available.